Event description:
The customer tested her blood glucose and received a breeze2 meter reading of 430 mg/dl and a contour reading of 142 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for eval. Replacement test strips and a new meter were sent to the customer.